Event description:
It was reported that the red (arterial) luer connector cracked. Unable to utilize for dialysis as it leaked blood, did not maintain sterility, and air got into the system. The catheter was repaired.